Event description:
A hospital in (B)(6) reported that two (2) rt340 adult dual-heated evaqua breathing circuits leaked. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The complaint breathing circuits are currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.